Event description:
It was reported that the patient expired. There was no known allegation from a health professional that suggested the death was related to the device. The cause of death was unknown. No further information was available.

Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.